Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and troubleshooting with the caller. No further testing was performed. The caller stated that the patient will be followed on regular basis and they adjusted the shock impedance alert window to 155 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 131 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed and this lead was removed from service and returned for testing. This product issue will be updated when evaluation is complete.